Manufacturer narrative:
(B)(4).

Event description:
The pt felt burning at the implantable neurostimulator site. The pt visited her hcp about the event. The implantable neurostimulator and extension were replaced. Six months afterward the burning recurred. The pt was still having problems with the system. Additionally, the pt fell and felt burning a couple of years ago. A revision was done (reason not specified). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.